Event description:
It was reported that during evaluation at the european distribution center (edc), the power module battery was missing. Additionally, 2 rubber feet were damaged, 4 rubber vent bands were damaged, and there was damage on the bottom cover near the retention clip; the retention clip broke off during repair.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module¿s feet, rubber vent bands, and bottom cover was confirmed. Power module, serial (B)(6) , returned with the battery missing, two cracked feet, damaged rubber vent bands, and a damaged bottom cover near the retention clip. The system booted up as intended. A full functional checkout was performed and the unit passed all tests. The battery, feet, vent bands, and bottom cover were replaced. Preventative maintenance was performed and the unit was returned to the rental pool. A root cause for the reported damage was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2011. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook ( rev. G) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.